Manufacturer narrative:
H3/h6: the suspect device was returned for evaluation. Visual inspection identified moderate scratches on the lcd lens and a worn/dented upstream occlusion (uso) seal. Functional testing and event log review were performed. No errors were identified in the event log; however, the customer complaint of a non-functioning latch/lock sensor was confirmed during latch lock testing. The probable cause was determined to be a defective latch/lock flex sensor. The latch/lock mechanism and flex sensor were replaced, and subsequent latch lock testing confirmed proper functionality. The lcd lens was also replaced due to scratches. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing of infusion pump, the latch/lock sensor was found to be nonfunctional. The lock sensor malfunction would likely to cause complete interruption of therapy or unregulated medication free flow. There were no patient involvement and no reported patient harm.